Event description:
It was reported that the pump did not give a reading and failed the force sensor test. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3 and h6 codes: updated. D3 - mfg establishment name: corrected. The suspected device was returned for evaluation. The event history log was reviewed and the customer reported issue was confirmed. The device was visually inspected. The cause of the reported issue was force sensor and printed circuit board (pcb). The force sensor, force sensor pcb, plunger case and flippers were replaced. Additionally, the pump encountered a travel course error, a lead screw and clutches were replaced to address the issue. The service history review had no indication that the complaint was related to a service of the device within the review period. The pump was recalibrated and tested passing all performance verification testing.